Event description:
It was reported while using bd autoshield¿ duo multiple needles were too short to properly deliver the medication. There was no report of patient impact. The following information was provided by the initial reporter: pen needle stays too shallow and don't inject the insulin properly.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: d.4., h.4, d.1 the catalog number was updated along with the lot expiration and manufacture dates. D.10: samples received date entered. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 1166924, d4. Medical device expiration date: 31jul2024, h4. Device manufacture date: 15jun2021. D4. Medical device lot #: 1099887, d4. Medical device expiration date: 31may2024, h4. Device manufacture date: 09apr2021.

Manufacturer narrative:
H6: investigation: eleven sealed 30g x 8mm safety pen needle samples were returned from lot no. 0175108, along with sixty one sealed 30g x 8mm safety pen needle sample from lot no. 1099887 and fourteen sealed 30g x 8mm safety pen needle samples from lot no. 1166924. A clog test and a functionality test as per q-sop-183-dl was carried out on ten samples from lot no. 0175108, ten samples from lot. No. 1099887 and ten samples from lot no. 1166924 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be confirmed.

Event description:
It was reported while using bd autoshield¿ duo multiple needles were too short to properly deliver the medication. There was no report of patient impact. The following information was provided by the initial reporter: pen needle stays too shallow and don't inject the insulin properly.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Medical device lot #: 1099887 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device lot #: 1166924 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd autoshield¿ duo multiple needles were too short to properly deliver the medication. There was no report of patient impact. The following information was provided by the initial reporter: pen needle stays too shallow and don't inject the insulin properly.